Manufacturer narrative:
The event was reported to have occurred in 2015. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow. This occurred when the device was connected to a non-baxter primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.